Manufacturer narrative:
Additional narrative: patient information is unknown; it is unknown if there was patient involvement. Event date: unknown. Additional product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part 310.190, lot 7805587: manufacturing site: (B)(4). Manufacturing date: 02march2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported several devices had broken tips. It is unknown when the device broke. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The part is broken as described in the complaint description. The investigation shows that the first 21 mm of the tip are broken off, the whole geometry (dead center, cutting edges and margin) of the tip are strongly worn down from often use, also damaged are the edges between body clearance and flutes, which could be the result from drilling wrong way (backwards) with contact to hard material as metal. There is no specific surgical information provided, regarding this article by customer; as a result it is not possible to determine the exact reason for this problem, but it is likely that wear and tear over the years (as the instrument is over 3 years old) and/or handling issue, led to this damage. No product problem identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: email. Phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the events started since (B)(6) 2015; however, specific dates couldn't be obtained. There was prolongation of surgery between fifteen and thirty (15-30) minutes. The broken items incidents didn't affect patient conditions. The broken items were replaced with another from another instrument set.